Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure of error 226 communication error was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was dirt on the light guide cover glass, corrosion on plug unit and no image. A root cause could not be identified. Based on the results of the investigation, it was likely the following led to the malfunction: regarding the customer allegation for e226 scope communication error with no image was due to corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope experienced a communication error e226 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.